Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The caregiver for a customer reported via phone call that the insulin pump keypad buttons are not responsive, specifically the act and arrow buttons. Customer does not recall any significant events leading to the error, except that it happened while adjusting the settings. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act keypad dome. The keypad connector found close properly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.